Event description:
It was reported that some time post port placement procedure, the catheter allegedly found to be broken. It was further reported that the catheter migrated into the patient body. The port body and distal segment were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter in two segments was returned for evaluation and three medical images and one 3d reconstruction were provided for review. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported catheter fracture, material separation and identified deformation and wear issues as a complete circumferential break was noted approximately 0.2 cm from the distal end of the catheter that was elliptical in shape. The edges on the break appeared to be uneven and the break surface appeared rounded in one region and granular in another region. Further, a longitudinal split was noted migrating from the edges of the complete circumferential break. The investigation is also confirmed for the reported migration issue as the broken catheter segment was found migrated deeper in to the chest in the provided medical image. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement procedure, the catheter allegedly found to be broken. It was further reported that the catheter migrated into the patient body and the port system was removed. The current status of the patient is unknown.